Event description:
New information noted the right ventricular lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited an increased capture threshold, decreased r-wave amplitude sensing, and decreased pacing impedance. The suspected cause was a micro-dislodgement. No changes or interventions were performed. The patient was in stable condition.